Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the transmission, the patient had received inappropriate high voltage therapy from the implantable cardioverter defibrillator. The high voltage shock was delivered to treat a sinus tachycardia that fell into the ventricular fibrillation zone. The device appropriately classified rhythm at superior ventricular tachycardia until the ventricular fibrillation count was reached and then all intervals above 400ms were classified as ventricular fibrillation. The patient received antitachycardia pacing while charging and 6 high voltage shocks. All therapy was exhausted and the rhythm was converted 30 seconds later. Programming changes were performed and the patient was stable.